Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic keto acidosis on unknown date. Blood glucose reading was 417 mg/dl. The customer experienced shaky, sweaty and thirsty symptoms due to high blood glucose. The customer treated high blood glucose with insulin drip and intravenous fluid. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The infusion set cannula was bent. The insulin pump will not be returned for analysis.